Manufacturer narrative:
H3: product analysis found that the left port does not recognize the patient interface. Power management pcb had failure. Older software was present. H6: previously applied fdm-b21 fdr-c21 fdc-d16 and img g02030 codes are applicable no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd:, UDI#: (B)(4) h3: product analysis found that the batteries were not charging. Main pcb had failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(4) UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H4: device mfg date- 28.09.2021 h6: fdm-b21 fdr-c21 fdc-d16 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pre-op, console, and patient interfaces were not working consistently. There was no patient or staff impact.